Event description:
It was reported by service report that the brake/steer pedal was broken and there were sharp edges. It is unknown if there was patient involvement, however, no adverse consequences are reported.